Manufacturer narrative:
H4 (device manufacture date) was updated. The reported complaint that the autopulse platform (s/n (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed based on the review of the archive data but was not confirmed during functional testing. During testing, the reported ua45 advisory message was not replicated, and the autopulse platform functioned appropriately and as intended. The root cause of the reported ua45 advisory message was the driveshaft not being at "home" position, most likely attributed to unintended user error. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review indicated multiple user advisory (ua) 45 error messages on the customer's reported event date; thus, confirming the reported complaint. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional test without any fault or error. The autopulse was further tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any issues. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Zoll personnel provided instructions to the customer to clear the ua45 advisory. The customer followed zoll's instructions and replaced lifebands to clear the ua45; however, the issue persisted. No patient involvement.